Event description:
The facility reported an IV infiltration to a pt. The infiltration was of the right hand and caused slight edema and erythema. The IV solution was lactated ringers via a 20 gauge needle with rate of administration unk. Treatment was elevation and warm packs with close observation. No adverse outcome resulted.